Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer had not addressed their bg level at the time of troubleshooting with tandem technical support. Customer continued to use current pump for insulin delivery.